Event description:
It was reported that during pre use, the cs300 intra aortic balloon pump (iabp) malfunctioned. Maintenance code #1 has been reported. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.